Event description:
It was reported to philips that the image processing pc had an issue. The device was in clinical use at the time of reported event. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced image processing pc, recreated the image store which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the image processing pc (ippc) had an issue. Upon troubleshooting, fse found the peripheral component interconnect (pci) configuration error occurred in ippc. The cause of the ippc failure could not be conclusively determined by the supplier's part analysis; however, to resolve the issue, fse replaced the ippc, reseated the hard disk drive and all connectors in the ippc, repaired the dangling image, and recreated the image store. After the repair action, the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.